Event description:
It was reported that the patient was in need of an MRI. The physician was concerned due to a fragment of the lead was left in the patient. When the physician pulled on the lead to remove it; the lead tore and the "four electrode rings" were left in the patient. The physician was able to remove the top 2 tines and the "wire". Further information is being requested from the hcp.

Manufacturer narrative:
.